Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone15.3. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported experiencing elevated blood glucose levels after an unspecified duration of pod wear and was subsequently diagnosed with diabetic ketoacidosis. No specified blood glucose levels were reported. The patient reported that blood glucose did not decrease despite administering insulin, which prompted her to seek medical attention. It is unclear whether insulin was administered through the omnipod system or via a backup insulin method. The patient reportedly presented to a doctor¿s office for assistance. No additional information regarding the diagnosis or treatment received during medical evaluation was provided, and multiple good-faith attempts to obtain further details were unsuccessful. It is unknown if the patient was admitted to the hospital or if she received any treatment from healthcare professionals. No further information is available.